Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: strands of wires removed from myometrium by right cornua/migration'), embedded device ('right cornu the junction of the fallopian tube embedded in the myometrium') and genital haemorrhage ('gen. Abnormal bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer, pulmonary embolism and dvt. Concurrent conditions included anemia, mastectomy, cyst, parotid cyst, menstruation frequent, cellulitis of face, preauricular cyst, parotitis, infected dermal cyst, nabothian cyst, hemostasis and dysfunctional uterine hemorrhage. Concomitant products included ferrous sulfate since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2010 to (B)(6) 2017 and warfarin since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problem condition: mental anguish/psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problem condition: depression/psych injury"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (strands of wires removed from myometrium by right cornua, laparoscopic hysterectomy, cystoscopy and strands of wires removed from myometrium by right cornua,laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, anaemia, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2010 on the left side with 3 coils noted, right side with 1 coil noted discrepancy in essure confirmation test-as per current pfs she did not undergo essure confirmation test. Earlier hsg test was performed. Patient had received treatment for: menorrhagia, anemia, genital bleeding, migration, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: finding suspicious for transmural migration of an iud in to the uterine fundus. Additional evaluation with noncontract CT is recommended to maximally assess. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, anemia, misplacement of iud, migration of essure device location of device: strands of wires removed from myometrium by right cornua, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Following events were added: abdominal pain, gen. Abnormal bleeding and vaginal discharge. Outcome of the events pelvic pain, menorrhagia (heavy menstrual bleeding) and anemia was changed from unknown to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('strands of wires removed from myometrium by right cornua/migration') and embedded device ('right cornu the junction of the fallopian tube embedded in the myometrium') in a 42-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer, pulmonary embolism and dvt. Concurrent conditions included anemia, mastectomy, cyst, parotid cyst, menstruation frequent, cellulitis of face, preauricular cyst, parotitis, infected dermal cyst, nabothian cyst, hemostasis and dysfunctional uterine hemorrhage. Concomitant products included ferrous sulfate since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2010 to (B)(6) 2017 and warfarin since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problem condition: mental anguish/psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problem condition: depression/psych injury"). On 8-jul-2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (strands of wires removed from myometrium by right cornua, laparoscopic hysterectomy, cystoscopy and strands of wires removed from myometrium by right cornua,laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, anaemia, abdominal pain and vaginal discharge had resolved and the embedded device, vaginal haemorrhage, vaginal infection, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008 08-(B)(6) 2010 on the left side with 3 coils noted, right side with 1 coil noted discrepancy in essure confirmation test-as per current pfs she did not undergo essure confirmation test. Earlier hsg test was performed. Patient had received treatment for: menorrhagia, anemia, genital bleeding, migration, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: finding suspicious for transmural migration of an iud in to the uterine fundus. Additional evaluation with noncontract CT is recommended to maximally assess. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, anemia, misplacement of iud, migration of essure device location of device: strands of wires removed from myometrium by right cornua, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('strands of wires removed from myometrium by right cornua/migration') and embedded device ('right cornu the junction of the fallopian tube embedded in the myometrium') in a 42-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer, pulmonary embolism and dvt. Concurrent conditions included anemia, mastectomy, cyst, parotid cyst, menstruation frequent, cellulitis of face, preauricular cyst, parotitis, infected dermal cyst, nabothian cyst, hemostasis and dysfunctional uterine hemorrhage. Concomitant products included ferrous sulfate since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2010 to (B)(6) 2017 and warfarin since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problem condition: mental anguish/psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problem condition: depression/psych injury"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (strands of wires removed from myometrium by right cornua, laparoscopic hysterectomy, cystoscopy and strands of wires removed from myometrium by right cornua,laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, heavy menstrual bleeding, anaemia, abdominal pain and vaginal discharge had resolved and the embedded device, vaginal haemorrhage, vaginal infection, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2010. On the left side with 3 coils noted, right side with 1 coil noted discrepancy in essure confirmation test-as per current pfs she did not undergo essure confirmation test. Earlier hsg test was performed. Patient had received treatment for: menorrhagia, anemia, genital bleeding, migration, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: finding suspicious for transmural migration of an iud in to the uterine fundus. Additional evaluation with non-contract CT is recommended to maximally assess. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, anemia, misplacement of iud, migration of essure device location of device: strands of wires removed from myometrium by right cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('strands of wires removed from myometrium by right cornua/migration') and embedded device ('right cornu the junction of the fallopian tube embedded in the myometrium') in a 42-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer, pulmonary embolism and dvt. Concurrent conditions included anemia, mastectomy, cyst, parotid cyst, menstruation frequent, cellulitis of face, preauricular cyst, parotitis, infected dermal cyst, nabothian cyst, hemostasis and dysfunctional uterine hemorrhage. Concomitant products included ferrous sulfate since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2010 to (B)(6) 2017 and warfarin since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problem condition: mental anguish/psych injury") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problem condition: depression/psych injury"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (strands of wires removed from myometrium by right cornua, laparoscopic hysterectomy, cystoscopy and strands of wires removed from myometrium by right cornua,laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, anaemia, abdominal pain and vaginal discharge had resolved and the embedded device, vaginal haemorrhage, vaginal infection, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2010 on the left side with 3 coils noted, right side with 1 coil noted discrepancy in essure confirmation test-as per current pfs she did not undergo essure confirmation test. Earlier hsg test was performed. Patient had received treatment for: menorrhagia, anemia, genital bleeding, migration, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: finding suspicious for transmural migration of an iud in to the uterine fundus. Additional evaluation with noncontract CT is recommended to maximally assess. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, anemia, misplacement of iud, migration of essure device location of device: strands of wires removed from myometrium by right cornua. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Lot number added. Event ¿post procedural complication¿ was added. Events ¿device expulsion¿ outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Fu 5 and 6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: strands of wires removed from myometrium by right cornua') and embedded device ('right cornu the junction of the fallopian tube embedded in the myometrium') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer, pulmonary embolism and dvt. Concurrent conditions included anemia, mastectomy, cyst, parotid cyst, menstruation frequent, cellulitis of face, preauricular cyst, parotitis, infected dermal cyst, nabothian cyst, hemostasis and dysfunctional uterine hemorrhage. Concomitant products included ferrous sulfate since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2010 to (B)(6) 2017 and warfarin since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problem condition: mental anguish") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problem condition: depression"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (strands of wires removed from myometrium by right cornua, laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2010 on the left side with 3 coils noted. Right side with 1 coil noted. Discrepancy in essure confirmation test-as per current pfs she did not undergo essure confirmation test. Earlier hsg test was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: finding suspicious for transmural migration of an iud in to the uterine fundus. Additional evaluation with noncontract CT is recommended to maximally assess. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, anemia, misplacement of iud, migration of essure device location of device: strands of wires removed from myometrium by right cornua, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information updated. Case is incident. Previously reported event physical pain was updated to physical pain/ pain. New events: migration of essure device location of device: strands of wires removed from myometrium by right cornua, right cornu the junction of the fallopian tube embedded in the myometrium, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, depression, mental anguish, anemia were added. Medical history, concomitant drugs and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.